Event description:
It was reported that the ilet pump displayed repeated restart and malfunction behavior during a cartridge change, including an alert to restart, a failure to complete the restart sequence, and multiple ¿unable to proceed¿ alerts when attempting to rewind; alarm history showed alert 38 indicating consecutive stalled motor. Symptoms included no reported adverse health effects. Outcomes included shipment of a replacement pump. Investigation included review of alarm history and troubleshooting steps with the user, including power cycling, charging to wake the device, and repeated rewind attempts. Investigation of this case revealed repeated motor stall alerts consistent with a device malfunction affecting the pump motor mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure that prevented normal pump operation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.